Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: the complaint of a misaligned display was not duplicated during investigation. The display was found to function properly and was clear and legible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Troubleshooting of the issue was not able to be completed with animas customer support because the reporter also stated that the display screen could not be read because it was misaligned. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm and the misaligned display issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: a review of the black box showed a call service 064 alarm. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was opened, and moisture corrosion was found on the motor flex connector, transceiver, and infrared boards.